Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 99% stenosed and heavily calcified anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed and heavily calcified lesion in the right coronary artery. A 4.0x15mm nc trek rx balloon dilatation catheter (bdc) was advanced; however, resistance with the anatomy was felt and the balloon ruptured during the first inflation at 12 atmospheres. A 4.0x12mm nc trek bdc was used to successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.